Event description:
It was reported that device detachment occurred. The target lesion was located in the left anterior artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. However, the device broke while crossing the lesion. The procedure was completed with another of the same device. There was no injury to the patient.

Manufacturer narrative:
Initial reporter city: (B)(6).

Manufacturer narrative:
E1 initial reporter city: (B)(6). H6 device codes and b5 describe event or problem: corrected.

Event description:
It was reported that device detachment occurred. The target lesion was located in the left anterior artery. The opticross hd imaging catheter was advanced for ultrasound examination of the target lesion. However, the device broke while crossing the lesion. The procedure was completed with another of the same device. There was no injury to the patient. It was further reported that visualization issues occurred and that the image was lost while crossing the target lesion. There was no device detachment.